Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter was inserted to the patient on (B)(6). On (B)(6), a route was connected to the medial port to administer the medical agent. Five minutes later, the medical agent leaked. Checking the catheter, the extension line of the medial lumen was found detached from the luer hub. The extension line was clamped, and the catheter was removed and replaced with a new kit soon after that. No injury to the patient occurred." There was no medical "intervention" required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was inserted to the patient on july 4. On august 10, a route was connected to the medial port to administer the medical agent. Five minutes later, the medical agent leaked. Checking the catheter, the extension line of the medial lumen was found detached from the luer hub. The extension line was clamped, and the catheter was removed and replaced with a new kit soon after that. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".